Event description:
It was reported that at the initial implant of the lead, a gap between the insulation and the ring on the is1 connector was noticed. It was also reported that the retracted helix looked separated. The lead was not used. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were distorted. It was noted that the inner tubing was kinked/buckled, the outer insulation was pulled apart due to overstress, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a bent tip and the lead appeared to have been damaged at implant. The sense ring and distal coil were flattened by pliers during implant, which prevents torque transfer from the connector pin to the helix.

Event description:
It was reported that at the initial implant of the lead, a gap between the insulation and the ring on the is1 connector was noticed. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.